Event description:
An eye care professional reported that a patient experienced a corneal ulcer, located central cornea, associated with use of an o2optix contact as a bandage lens post lasik surgery. Event was treated aggressively with steroids. Corneal stromal haze, astigmatism with a 2 line reduction in snellen acuity remaining. Treatment on-going with steroids for stromal haze. Pre-event acuity reported as 20/20, last reported acuity 20/30, left eye. Request has been made for additional information.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a non-infectious central corneal ulcer." As there was no product returned or lot information provided, no detailed investigation can be performed. The indications (uses) section of the package insert for o2optix (lotrafilcon b) soft contact lenses does not include therapeutic use as a bandage lens to protect the cornea for post-surgical conditions resulting from corneal surgery.